Event description:
Customer reported an issue with the incorrect time display on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer support assisted in updating the pump time and advised the customer to monitor for any recurring discrepancies that exceed five minutes, to which the customer agreed and understood.